Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the sample. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: after centrifugation, fine particles are floating on the gel surface.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1535, FDA patient problem code(s): 2199.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the sample. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: after centrifugation, fine particles are floating on the gel surface.